Event description:
Enduser advised end of the plug that goes into the back of the chair to charge chair came off, batteries do not hold a charge. Enduser advised stuck outside.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.